Event description:
Related manufacturer reference number: 2017865-2023-16381. It was reported a patient's atrial lead and right ventricular (rv) lead both presented with loss of capture and low pacing impedance. No changes were reported. The patient presented to the hospital with shortness of breath and dizziness.